Event description:
It was reported that the patient presented for in clinic follow up with the pulse generator exhibiting near the elective replacement indicator. Six months prior the battery longevity was displayed to be much greater. The discrepancy was attributed a diagnostic anomaly that caused overestimation of battery longevity. The generator was urgently replaced. There were no patient consequences.

Manufacturer narrative:
Correction h6 update to codes for additional surgery.